Event description:
Customer reports a rh discrepancy on echo. Patient is historically an o positive, but reported as an o negative on the echo.

Manufacturer narrative:
Review of the event logs indicates that there was foam in the anti d series 4 and 5 reagents. The event log shows that when the reagents were first loaded they were: anti d series 4 - 2887 ul higher than expected and anti d series 5 - 630 ul higher than expected. Review of the images shows a lack of reagent in the wells.